Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, it was noted that blood was observed in the start-up kit (suk) and the saline bag had decreased. The thermogard console (serial #unknown) generated an alarmed. The catheter placement was into the patient's femoral vein. The cool line catheter (lot #unknown) suspected to be leaking and it was removed. A new catheter was placed to continue with therapy. No consequences or impact to patient. Please see the following related MFR report: MFR 3010617000-2021-00748 for cool line catheter.